Manufacturer narrative:
Of the 69 allegations of a malfunction, 53 pumps were returned to animas and investigated. Of the investigated pumps, 22 were found to be malfunctioning. 18 of the malfunctions were due to a damaged display screen. 4 of the malfunctions were due to issues with the pump's printed circuit board. During investigation for unrelated allegations, there were 11 additional blank display screen issues relating to damage to the display. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 69 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank display screen. These reports were received from various sources. The patients associated with this allegation ranged from 3-78 years of age and between 47 and 295 pounds. Of the reported patients, 36 were male, 25 were female, and 8 were unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of blank screen issue found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.